Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: block b5: there was no difficulty setting up the device. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The speedband superview super 7 device was returned for analysis, and visual inspection showed that the trip wire was not secured to the post on the handle. The ligator housing was not returned for evaluation. No additional abnormalities were observed with the components received. The reported event of bands failure to deploy was confirmed based on the analysis of the returned handle assembly. A risk review was completed and confirmed that bands failure to deploy is defined in the risk documentation and is documented accordingly. The labeling review indicated that the device was used in a manner inconsistent with the instructions for use, which specify securing the trip wire in the handle slot. Failure to secure the wire can prevent proper interaction between the trip wire and the handle mechanism once the ligator housing is installed on the endoscope, impairing band deployment. Product record review confirmed that the device met all manufacturing specifications prior to distribution. Based on the available evidence and confirmation that the instructions for use were not followed, the most probable root cause for this event is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.